Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to a tibial periprosthetic fracture sustained in a fall. 8 of the 10 devices in a gmrs/mrs/mrh knee construct (not the femoral component or stem) were revised to mrh devices.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a mrh baseplate was reported. The event was confirmed by medical review. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: the available medical records were provided to a consulting clinician for a review which was rejected stating - "provided x-ray confirms the periprosthetic fracture. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components." Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusion: it was reported that the patient's right knee was revised due to a tibial periprosthetic fracture sustained in a fall. The available medical records were provided to the consulting clinician for a review which was rejected stating provided x-ray confirms the periprosthetic fracture. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. The exact cause of the event could not be identified as insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to a tibial periprosthetic fracture sustained in a fall. 8 of the 10 devices in a gmrs/mrs/mrh knee construct (not the femoral component or stem) were revised to mrh devices.